Event description:
It is alleged that due to a kinky quidewire the crown drill caught against it and instead of passing over pushed the guidewire through the pelvic wall and punctured a vein. This was ligated but the pt died later.